Event description:
The user facility reported that involved finecross device was stuck in left anterior descending vessel during complex percutaneous coronary intervention procedure. The patient was scheduled for a percutaneous coronary intervention after turning down coronary artery bypass graft a year ago. Diffusely calcified left anterior descending appreciated with fluoroscopy. The finecross was inserted, viperwire inserted through fc, then when trying to remove the finecross, the md noticed the marker was not moving. The md/staff were not pulling on the mc. They determined that approximately 15 cm were left in the patient; and were unable to snare the device. The procedure was reported to be unsuccessful. A left main dissection was also noted. The patient went to emergency surgery for coronary artery bypass graft. The patient was reported to be in the ICU in stable condition.